Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported, 5-10315 et tube, hvt, 7.5, is not being manufactured currently, however, another part number from the same family (part # 00003-14 lot # 3145845) was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 315 samples were taken from the current production; the samples were visually inspected, and issue reported "leak - info not provided" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "we just had another ett cuff fail. It appears to have leaked and was not able to hold air". Patient condition reported as "fine". Multiple requests for additional information to the customer has been unsuccessful.